Event description:
Caller reported blots on the screen that connected to two cracks, rendering half of it illegible and affecting the customer's ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. To address the issue, the customer will continue using the current pump while relying on a mobile app for interaction and will use mdi if needed. Customer technical support arranged for a replacement pump with updated software to be sent, provided instructions for returning the faulty pump, and confirmed all necessary details with the customer.